Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 178 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer's blood glucose at the time of the call was 118 mg/dl and sensor glucose was 41 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was explained to customer this may be related to site location, rotation and insertion, technique, tape type and technique. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.